Event description:
A physician reported a pt who was treated on 12/6/96 into acne scars at the cheeks. On 12/8/96, the pt noted swelling, tenderness, and a dark purple discloration at a right cheek treatment site. On approx. 12/11/96, the pt noted blisters and "seeping" at the right cheek treatment site. On 12/17/96, the pt presented with erythema and a scab at the right cheek treatment site. The physician diagnosed a necrosis; oral keflex and topical tridesilon were prescribed.